Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms while connected to battery power and also while connected to mobile power unit (mpu) module. Replace backup battery alarm noted as well. White controller cable lead with visible damage. The log file analysis showed multiple low flow alarms on (B)(6) 2020. Per discussion, the patient was admitted at this time. On (B)(6) 2020, the log captured a low power hazard/no external power alarm when mpu power was interrupted. There was a power outage at this time. Patient was able to connect to battery right away. On (B)(6) 2020, the log file captured odd strings of power cable disconnects on white battery power. There was visible damage on the white controller lead. The controller will be replaced due to the damage. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms were confirmed via the log file; however, the reported damaged power cable and backup battery alarm cannot be confirmed. A review of the submitted log file spanned approximately 22 days (17jan20 ¿ 07feb20 per time stamp). On 07feb20 between 13:25 and 20:52 while connected to batteries, the controller recorded intermittent power cable faults on the white power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared on its own after and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller was not returned for analysis. The provided information indicate that the white power lead was damaged, but no pictures or additional documents were provided. A root cause for the reported events were not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and backup battery alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.